Event description:
If (B)(6) kn 95 masks were on your approved list, the company should be immediately removed. The switched the manufacturer of the product and it is now thinner, different sizes come in the same pack of five, have an odor, don't fit tight. Company has no phone and does not reply to emails. Mask purchased before switch were very good. These are garbage. They advertise everywhere and are probably one of the top suppliers of these masks from (B)(6). Thank you. FDA safety report ID # (B)(4).